Event description:
This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unreported date, the humapen ergo teal/clear with a clear cartridge holder attached (lot 40215) was reported to be with both engagement tabs damaged but not broken. According to the reporter, the patient always reused the needles. It was not reported who operated the device but the operator was trained by a physician to use it. It was unknown how long the patient had used this device model but the reported device had been used for approximately two years. The reporter did not mention if the humapen ergo teal/clear with a clear cartridge holder attached was continued or if it was switched for a new device or syringe.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.